Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (ocsm) was informed that a customer 4k camera head was returned for repair for a reported e225 (scope communication error with abnormal image) error during receipt inspection. The intended procedure was completed using the same device. The procedure was not delayed more than 15 minutes. During inspection and testing, the service technician found the camera cable assembly was broken resulting in a intermittent image, and the camera reports e223, e225 and button failure. No death or patient injury was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. Based upon facts acquired during investigation, it was surmised that the phenomenon occurred due to a faulty cable. However, the cause of this surmised conclusion could not be further determined. Olympus will continue to monitor field performance for this device.